Event description:
It was reported that the patient presented in the emergency room with long pauses due to device inhibition and inappropriate shock therapy. The patient reportedly experienced vertigo due to the oversensing. The patient was admitted to the hospital. Lead revision is planned.

Manufacturer narrative:
.